Event description:
The customer experienced intermittent cartridge alarm 20 alerts that did not impact their blood glucose levels. Technical support advised switching to mdi as a backup and arranged a replacement pump with updated software. The customer confirmed understanding of the return process for the old pump, and the replacement pump was sent.

Event description:
Caller reported a cartridge alarm 20 during the load process, and it was confirmed there was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy and was informed they would receive a replacement pump with updated software. Technical support confirmed the customer¿s understanding and acceptance of the necessary steps, including putting the old pump into storage mode and returning it using a provided return box and pre-paid label within 10 days. Technical support processed the shipment of a replacement pump without requiring a signature upon delivery.